Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported that the unit had a pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse reported that the proximal pressure sensor failed to adjust to zero, the oxygen device failed, and the tidal volume did not go up. The fse determined that these issues were caused by a failure of the gds (gas delivery system). The fse replaced the gds and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Based on the service performed, the customer's alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No product has been returned for investigation; therefore, the root cause cannot be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.